Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion error message. A request for technical review was needed. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and should be replaced and returned for analysis/ the device should be replaced within ninety days from september 4, 2023. The device was explanted and will not be returned as it was retrained by the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion error message. A request for technical review was needed. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and should be replaced and returned for analysis/ the device should be replaced within ninety days from (B)(6) 2023. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion error message. A request for technical review was needed. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and should be replaced and returned for analysis/ the device should be replaced within ninety days from september 4, 2023. No adverse patient effects were reported. The device remains implanted to date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion error message. A request for technical review was needed. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and should be replaced and returned for analysis/ the device should be replaced within ninety days from (B)(6), 2023. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.